Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was high blood glucose 33.3 mmol/l and low blood glucose 1.8 mmol/l at the time of the incident. Another blood glucose level was 6.2 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high a d low blood glucose an treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer will discontinue the use of device. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the event has been updated and provided in the b5 section of this report.

Event description:
It was reported that emergency medical service was dispatched due to low blood glucose of 1.8mmol/l on (B)(6) 2022. The customer was unresponsive and the emergency medical service had to revive the customer. The customer was treated with glucose tablets and infusion. Troubleshoot for low blood glucose was performed and the customer stated that to correct high blood glucose, they over corrected the blood glucose and it went down. The customer did not allege over-delivery of insulin.